Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. There was a little piece of plastic hanging off the tip of the ablation catheter. It was reported that the tip of the ablation catheter had a "little piece of plastic hanging off". Per the scrub tech, it felt soft. Issue was noticed before catheter was inserted into body. No packaging is available, as it was disposed of after the case. Foreign material was mostly transparent, small 1mm in length <1mm in width, shape seen in photos. The physician requested that the catheter be replaced, and the issue was resolved. The procedure was continued and completed. No adverse patient consequence was reported.

Manufacturer narrative:
Investigation findings code of "appropriate term/code not available" represents photo/video analysis. Photos were received for evaluation following biosense webster's procedures. According to the photos provided by the customer, the tip of the catheter was observed with a piece of plastic hanging off. A manufacturing record evaluation was performed for the finished device 30814630l number, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 14-sep-2022. The device evaluation was completed on 21-sep-2022. It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. There was a little piece of plastic hanging off the tip of the ablation catheter. Device evaluation details: a visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that polyurethane (pu) was detached between the electrode and pebax. This condition could be related to the excessive force during the procedure. The foreign material reported is related to the pu detached. It should be noted that product failure is multifactorial. A manufacturing record evaluation was performed for lot 30814630l and no internal actions related to the complaint were found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)